Manufacturer narrative:
(B)(4). The actual needle was received and visually inspected. No anomalies were found on needle and detached suture was not received. Root cause, force and technique used to separate suture from needle cannot be determined. No conclusion can be drawn. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2014 and suture was used for continuous suturing. Before the doctor had the suture, the needle detached from the suture. The needle on the other side of the suture was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.